Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator provided inappropriate therapy and antitachycardia pacing (atp) for an atrial fibrillation with rapid ventricular response (rvr). No interventions were made at this time. The patient was stable and will continue to be monitored.

Event description:
New information received noted that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator provided an inappropriate shock for a supraventricular tachycardia (svt). It was noted that the beats were scored as invalid due to their amplitude being less than half of the morphology templates amplitude. No interventions were made at this time. The patient was stable and will continue to be monitored.